Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while performing the gastric pouch, the device partially fired, and locked on tissue. The handle also displayed a handle in a red circle with a line. The surgeon used a retraction tool to manually open the jaws and used another handle, reload, and shell with the same adapter to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d1, d4(model#, catalog#, UDI#), g3, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received.the device was not returned, but a photo was available for evaluation. Visual inspection noted the returned image contained a view of the adapter during use in a procedure. The adapter was noted to be inserted through a trocar into the patient. The distal end of the adapter could not be seen. The surgeon was noted to be using the manual retract tool on the proximal end of the adapter. It was reported that the device partially fired and locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6)); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while performing the gastric pouch, the device partially fired, locked on tissue, and the reload was difficult to remove. The handle also displayed a handle in a red circle with a line. The surgeon used a retraction tool to manually open the jaws and used another handle to resolve the issue.  There was no patient injury.